Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint, but failure analysis has not been completed yet.

Event description:
It was reported that during a da vinci-assisted surgical procedure, error 307 occurred on the universal surgical manipulator 2 (usm2). The customer did an emergency power off of the patient side cart (psc) but the system then powered on with a 319 error on the usm2. The customer undocked and disabled the usm. The customer stated that they may swap to a backup psc. The procedure was completed with no reported injury.

Manufacturer narrative:
The universal surgical manipulator (usm) was installed on a golden system and triggered error 319. The rolling loop fiber was found to be cut from the inside of the spar during visual inspection. The usm was also installed on the functional test platform and the check all boards present failed on the rolling loop.

Event description:
Refer to h11 for follow-up information.